Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) /2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to pain and urinary incontinence. It was reported that the patient underwent revision surgery and collagen injection (B)(6) 2012 due to urinary incontinence, bleeding and vaginal pain. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urinary frequency, overactive bladder and bladder pain/pressure while holding the urine. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, urinary frequency, overactive bladder and bladder pain/pressure while holding the urine.

Manufacturer narrative:
(B)(4).